Manufacturer narrative:
An exchange was sent to the customer. The problem could not be duplicated and spoke to the customer about battery use instructions and storage of the device. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).